Manufacturer narrative:
Additional data: device evaluated by MFR: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found haptic broken and clear surgical residue/debris on product. Dimensional inspection found lens within specification. Corrected data: method code- 4111 is included for the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The surgeon did not implant another icl lens and the cause of the event was unknown.